Event description:
Reported event of band slippage, vomiting, and gerd with one pt from abstract: "laparoscopic re-sleeve (fundectomy) and hiatal hernia repair with absorbable mesh ", surgical endoscopy and other interventional techniques. (April 2013) vol 27, supp. Suppl 1, pp. Meeting info: 20th international congress of the european association for endoscopic surgery, eaes 2012. Brussels, belgium, 20 jun 2012 - 23 jun 2012. Although the MFR of the device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Band slippage, reflux and vomiting are surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflating or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." Device labelling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."